Manufacturer narrative:
Batch review performed on 20 august 2018. Lot 131465 : (B)(4) items manufactured and released on 15 april 2013. Expiration date: 2018-03-31 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to tibial tray loosening and subsidence 5 years after primary. The patient having a high bmi; no extension stem was implanted in the primary case. The femoral component was left in situ. The sales representative was informed about the event by the surgeon on 28 june 2018. Due to human error, the sales representative informed the headquarter on 10 august 2018.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director tibial component revision occurred 5 years after primary cemented tka in a heavy woman. Radiographic images provided show the presence of radiolucent lines at the implant-cement interface and the cement mantle looks discontinued. Aseptic loosening is a possible literature described mid-term adverse event after primary tkr and reasons are often unknown. The cause of this event cannot be determined. Preliminary investigation performed by r&d product manager no considerations on the event can be done looking at the pictures of the explanted tibial component. The distal surface of the component can't be seen. From the event description we can only suppose that mobilization and sinking of the tibial tray could be caused by an high bmi and / or stability not correctly addressed during primary surgery with extension stems.